Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation surgery with a 325cc mentor memorygel breast implant experienced left sided capsular contracture baker grade iii post procedure. As a result, patient has a planned explantation on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient also experienced right sided hypertrophic scar post procedure. On (B)(6), 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was discovered on april 8, 2021 that patient's explantation date was not updated in follow up report 1. Patient had an explantation on (B)(6) 2021. Please refer to h11 corrected data section for update. Patient was also replaced with two 378 mentor smooth round moderate plus xtreme breast implants. The investigation of the returned device was completed by the failure analysis lab on april 24, 2021. Device evaluation summary: according to the information reported, the patient developed capsular contracture on the breast. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 325cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4) section d relevant fields have been updated.